Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 intima-ii y 24gax0.75in prn/ec slm experienced catheter kinking/bent during infusion. The following information was provided by the initial reporter: second day after replaced the closed IV catheter system it's noticed that drip rate was slow. After the nurse removed the catheter from the blood vessel, the catheter was found to be discounted and s-shaped, and two consecutive cases occurred. Lot#: 8325647.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8325647. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that 2 intima-ii y 24gax0.75in prn/ec slm experienced catheter kinking/bent during infusion. The following information was provided by the initial reporter: second day after replaced the closed IV catheter system it's noticed that drip rate was slow after the nurse removed the catheter from the blood vessel, the catheter was found to be discounted and s-shaped, and two consecutive cases occurred. Lot#8325647.